Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the dr used the device as a new one. He inserted the device through the trocar. When it appeared in the abdominal cavity, he found it was broken. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 03/30/2009. Eval summary: the analysis results of the 5dsg found that it was rec'd with the end effector disassembled from the link; making the instrument non-functional. It could not be determined what may have caused the finding. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.